Manufacturer narrative:
(B)(4). Date sent 9/29/2025 d4 batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an anastomosis and end to end anastomosis using cdh29p. The doctor was able to dock the anvil to the device trocar. As she was clamping down, the anvil popped off. The anvil had yet to come into contact with the tissue on the trocar side when the anvil disengaged. Dr. Repeated the steps three different times with the anvil disengaging each time. Dr. Was able to hold the anvil in her hand while she closed and successfully fired. Surgery was delayed by 15 minutes. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 10/13/2025. D4 batch # 621d83. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples; a new washer was placed on the device. The anvil was installed onto the trocar several times with no issue. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the anvil was attached to the trocar of device without any difficulties and the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 621d83, and no non-conformances were identified.